Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (unknown onetouch meter). The reporter claimed obtaining blood glucose readings of ¿125, 133 and 140 mg/dl¿ with the subject meter; however, they were unable to provide any readings obtained with the other device. The tests were performed within 30 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.